Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "wound dehiscence" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence.

Event description:
Healthcare professional reported right side wound dehiscence. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events wound dehiscence was received on jul 03, 2025, with lot number 3465698. Based on the product analysis performed, the assessments of the complaints are: - wound dehiscence: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, deformation and crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side wound dehiscence. The device was explanted.